Manufacturer narrative:
One internal connection universal placement driver tip - long (iipdtul) was returned for investigation. The reported bopt6511 implant was not returned for inspection. Visual inspection of the as returned product identified minimal signs of wear about the driver tip. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and remains implanted. The reported event could not be recreated due to the nature of the dental device and event (damaged). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review: (bopt6511). DHR review was completed for the subject lot number 2019052375. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. (Iipdtul): DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: (bopt6511): complaint history review was performed for the reported lot number (2019052375) for similar event and 1 other complaint was identified utilizing keyword(s): damaged drive: under (B)(4). (Iipdtul) a complaint history review by item number was conducted for the iipdtul dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product utilizing keyword(s): damaged drive. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided.

Event description:
It was reported that driver stripped under torque placement (implant stripped) approx.. Torque from drill unit reading was 50ncm.